Event description:
Upon analysis of the pusher wire (subject device), the pusher wire was noted to be broken.

Manufacturer narrative:
Conclusion: other. A review of the device history record (DHR) review was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specs. Based on the investigation and info provided, there is no indication that the released device, labeling, or packaging failed to meet its specs. The pusher wire was returned for analysis. There was a kink in the pusher wire approx 11 cm from the proximal end of the wire. The main coil was not attached to the pusher wire as it remained implanted in the pt. The polyethylene (pet) junction, main coil and detachment zone of the pusher wire were also missing. The core wire was detached/separated inside the fluorinated ethyl polypropylene (fep) section on the pusher wire unit, which is not the usual place for detachment to occur during a procedure. The device was sent out for scanning electron microscopy (sem) analysis. The results of the test found the pusher wire showed the core wire had detached/separated inside the fep pushing on the pusher wire. There was a small carbon increase around the edge of the pusher wire, but no elevated levels of carbon were recorded. This, along with the jagged shape of the wire after detachment, indicated that the coil was not detached by electrolysis. Info provided by the user facility stated that the coil was repositioned three times. The directions for use (dfu) state, "if coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both catheter and coil". Info provided found that the physician did follow the dfu as instructed by removing the device, however, the main coil had already detached. Based on info available and the investigation results, no root cause can be determined.